Event description:
During eval, the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration. Evidence of moisture was found on the force sensor assembly. Eval also revealed a misaligned display screen. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.